Manufacturer narrative:
Customer declined to provide patient information. The end user resolved the issue and declined ge service.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing an over delivery of pressure in the patient circuit. There was no report of patient injury.